Event description:
It was reported that during a video-assisted thoroscopy, there were no staples in the device. Another reload was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the reload cartridge arrived in good visual condition and without an instrument. The returned cartridge was received fully loaded with staples. When tested for functionality with a test instrument, the staple line was noted to be complete.